Manufacturer narrative:
Product event #(B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer patient codes : (B)(4).

Event description:
Post-surgery while removing the monitoring needles, the customer reported that the patient had redness (a slight burn) on their skin. The customer is not sure as to the cause of the redness, therefore they are reporting all equipment utilized during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.